Event description:
It was reported by the medical facility that a bonastent esophageal stent, which had been placed for anastomosis leak for sleeve gastrostomy, broke into two pieces. One segment of the stent could not be removed and subsequently migrated into the small bowel, requiring surgery to remove it. The stent had been in place for approximately eight weeks following the sleeve gastrostomy. This is an off-label use.

Manufacturer narrative:
This device was not returned. Therefore, a technical analysis could not be performed. A labeling review was performed, and from the info available this device was not used per the instruction for use (IFU)/product label. IFU states as indications of use: "the bonastent esophageal stent system is indicated for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors and occlusion of concurrent esophageal fistula". However, the stent was placed for anastomosis leak for sleeve gastrostomy. Therefore, the most probable root cause is user/use error. The warning phrase about stent rupture on potential complication of sewoon's IFU is stated. We reviewed device history record of lot number 131210, and we confirmed that the device met all material, assembly, and product specification. We also have not received similar complaints for the specified batch.